Event description:
When the balloon catheter was inflated up to 5 atm in the de novo, lightly calcified mid left circumflex artery, contrast agent could be observed flowing out from the distal end of the balloon catheter. The balloon was immediately deflated and blood got into the pump. The the physician removed the balloon and used another balloon to complete the procedure. The indeflator used during this procedure was successfully used with a subsequent balloon and stent.

Manufacturer narrative:
Please note: this device is distributed outside. However, is similar to the ptca balloon catheters distributed. During a coronary intervention, a 1.5/15mm aqua t3 ptca balloon catheter began leaking "out from the distal end" at 5atm. The balloon was deflated and removed from the pt without incident and the procedure was successfully completed with another device. As reported, the unit was inspected and prepped as recommended. The target lesion was described as "simple with light calcification". Analysis of the returned balloon catheter identified a fractured markerband and confirmed a balloon leakage in that area. A clinically used aqua t3, 1.5x15 balloon catheter was rec'd for analysis. A leakage in the balloon was observed at the position of the distal marker band. Microscopic examination revealed that the marker band was broken. Sem analysis performed on the inner surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon leakage. It appears that these abrasions were caused by the broken marker band. The exact cause of the broken marker band could not conclusively be determined. A review of the mfg records showed that this lot of products met all requirements per the applicable mqp, including burst test values. No corrective actions will be taken, as there are no indications that the broken marker band is related to the mfg process. The aqua t3 balloon catheter is now obsolete.